Event description:
Medtronic surgical navigation technologies was served with a legal complaint on 9/7/2000. It is alleged in 1999, the device was used and contributed to a permanent injury of the pt.